Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to securely connect to a monitor) was confirmed. During the distributor evaluation the electrode belt trunk cable connector locking nut was damaged, preventing the electrode belt from staying securely connected to a monitor. The root cause for the cracked locking nut was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable malfunction was discovered. The distributor reported that a patient's electrode belt was unable to securely connect to a monitor.